Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of onyx was not visible on fluoroscopy. The onyx was injected at the target lesion but the injection was discontinued due to no visibility. The patient was undergoing embolization treatment for an arteriovenous malformation (avm), grade 5. The vessel was observed minimal tortuous. It was reported that the operator had kept the vial on shaker as per IFU and the microcatheter was parked in the therapeutic area. It was confirmed that the onyx was shaken more than 20 mins, and the speed setting on the shaker was 8. The physician maintained shaking of the vials until ready for use. The microcatheter was flushed with saline, than dmso and onyx was injected later on a controlled rate. After injecting 3.0ml nothing was visible on fluoroscopy. But on check the artery were getting blocked. And hence injected 0.50ml more but still was not visible on fluoroscopy and hence another vial of onyx 18 was taken. There were not any patient symptoms or complications associated with this event. No images are available for review. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. Post procedure angiographic result showed the nidus was blocked along with few feeders. 2 feeders were left to be embolized in second session. Ancillary devices include philips fluoroscopic equipment and a marathon catheter.

Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information h6: codes updated the onyx vial was returned for evaluation and the clinical observation could not be confirmed. As received, the vial was empty with onyx residue on the bottom of the vial. The onyx solution was not returned for evaluation as it was consumed in the patient. For further investigation, one onyx vial was requested from retained sample and tested for density measurement per the IFU. The density measurement was found within the specifications. No other anomalies were observed. The root cause could not be determined as the onyx was not returned as it was consumed in the patient. Possible contributing factors of ¿poor onyx visualization¿ include failure to continuously mix onyx for the required time and/or failure inject the onyx immediately may result in inadequate suspension of the tantalum; resulting in inadequate fluoroscopic visualization during delivery. However, the customer reported that the onyx vial was prepared and injected per the IFU. Per our instructions for use (IFU): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.